Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years and eight months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for replacement was due to stenosis, moderate regurgitation, a mean gradient of 53 mmhg and peak gradient of 108 mmhg. No additional adverse patient effects were reported.